Event description:
The patient reported experiencing elevated blood glucose of approximately 200 mg/dl in 2009, and she bolused through the infusion device. Atabout 2 days later, her blood glucose elevated to over 400 mg/dl and she received an a2 (battery low) alarm while attempting to bolus. She removed the power pack and found that the battery spring was oxidized. She "cleaned" the spring with a tissue and inserted a new power pack. She reported that she goes swimming while connected to the infusion device. Her normal blood glucose level is 140 mg/dl. She stated that she would switch to her backup infusion device. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.